Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the right atrial lead was noted with oversensing. The oversensing was recreated with movement. The lead was capped and replaced on dec 30, 2020. The patient was stable.